Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set had air bubbles in the line. Customer's blood glucose level was 411 mg/dl. The customer treated her blood glucose level with an injection. The air bubbles were about 3 inches from the reservoir. The air bubbles did not persist after changing the infusion set. The device was not returned.